Event description:
Patient was here for annual cardiac cath. Procedure requires 6 hours of bed rest. Patient did not want to have bed rest for 6 hours. Patient received perclose suture system. Patient was discharged home after noting no organ rejection and recovery as normal. Patient presented to ER approximately four days after discharge from the facility with brown colored urine, fever and right groin pain. Ultrasound performed at readmission date and no abscess or pseudoaneurysm noted. Blood cultures were sent and antibiotics were started. Blood culture grew s. Aureus. Approximately 3 days after readmission, patient had a repeat ultrasound and it showed a pseudoaneurysm. Vascular surgery was consulted and surgery was performed the next day. We are reporting because according to the physician, there have been reports of some complications with this product.